Event description:
It was reported that an ilet user experienced hyperglycemia after overtreating a previous hypoglycemic episode with unannounced intake of glucose tablets and brownies. The hypoglycemia episode is documented under (B)(4)/ case number (B)(4). Blood glucose elevated to 401 mg/dl and subsequently returned to range after the ilet corrections algorithm imitated. Symptoms included hyperglycemia and polyuria. Outcomes included elevated blood glucose with resolution following corrective action without hospitalization. Investigation included complaint intake review and user troubleshooting and education focused on treatment of hypoglycemia and appropriate carbohydrate announcement. Investigation of this case revealed user-related overtreatment and unannounced carbohydrate consumption as the precipitating factors for hyperglycemia, with no allegation of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error related to hypoglycemia treatment and carbohydrate announcement.